Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the outer sheath of the battery cable was damaged from wear and tear. The battery does not charge. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a tear on the output cable, confirming the reported event. The damage that was observed did not affect the functionality of the device. As a result, the reported damaged cable was confirmed; however, the reported battery not charging could not be confirmed. Based on the available information, the most likely root cause of the reported damaged cable can be attributed to wear of the output cable and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.